Event description:
A facility reported a patient had a bolt placed with good waveform and icp value. 25-30 minutes later, the surgeon received a call that the icp reading was -32. They changed the cables and showed a message of failed sensor. The monitor read occasionally then worked again. It stopped working again at 11pm. The surgeon decided to wait until morning but still did not work. They took the patient back to the or to have it replaced. A second sensor would not zero with the monitor which stated failed sensor and it was replaced with another sensor.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink icp probe was returned for evaluation. DHR review: review of the history device records for the product code 826851 with lot 4336637 conformed to the specifications when released to stock failure analysis: the issue of the complaint was not confirmed. No visible damage to the millar sensor or connector; catheter has several kinks. Icp express passed with reading 484. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly.

Event description:
N/a.